Event description:
At conclusion of CABG, the surgeon asked the anesthesiologist to switch the patient off heart/lung bypass machine back to ventilator. Ventilator on anesthesia machine would not function properly (error message: not enough pressure). Ventilator was connected to o2 column and backup o2 tank. The machine would not switch over to backup o2 tank. Column and tank tested and operating normally. Delay in removing patient from bypass as portable ventilator connected. Event log checked post failure. Stated that alternate o2 tank activated due to mixer failure. Staff reported that o2 tank did not activate either. Mixer replaced.